Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The device was returned for a header and lead anomaly. During bench testing, the a lead would not secure into the a lead bore when the set screw was fully tightened. The lead was able to be removed from the header with a slight tug even with the set screw fully tightened. Therefore, the field event of a header issue was confirmed in the laboratory. The a set screw was visually inspected under a microscope and debris was found at the bottom. The debris prevented the a set screw from gully entering the bore to secure the a lead when fully tightened. The cause of the debris in the a set screw bore was found to be a manufacturing anomaly.

Event description:
It was reported that the header would not accept the atrial lead. The device was returned without being implanted. Another device was used.